Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, fatal error. A fatal error had occurred on the underlying data source. This could have been caused by a network connection problem or a hardware issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the fatal error occurred on the underlying data source. A technical support specialist (tss) updated the database recovery mode to simple, then ran commands to shrink the database and log files. This cleared approximately 60 gb of space from the d drive, reducing the log size from about 63 gb to kb. Tss performed health checks on other affected stations, identified additional bloated logs caused by the recovery setting, and deployed a package to update those stations to simple recovery mode. All impacted stations were resolved, with d drives restored to 50+ gb of free space. The system functioned as intended after technical support specialist troubleshot the device.